Event description:
Healthcare professional reports. Protime system inr result 8.x followed by an error message signifying a low inr result. Customer unable to provide exact inr result or error message. The next day, unspecified reference inr system result 2.3, which customer noted was in line with expectations. Pt therapeutic range not reported. No report of adverse events, serious injury, or intervention.

Manufacturer narrative:
(B)(4).